Event description:
On (B)(6) 2025, we have been informed of an incident involving dispersive electrodes. An unknown procedure was performed at (B)(6). A megadyne dispersive electrode catalog number: 0855c (our model: rs271a30) and an unknown generator had been used. The initial report was stating that ": it was reported to the sales rep by the surgeon that when pad was removed, the stickiness caused mild skin irritation. One device returning. I certify that all information that are known/available has been disclosed." No further information was provided on the body type/weight of the patient, patient skin, whether the placement site was prepped and the duration of the procedure.

Manufacturer narrative:
As neither a lot number nor involved samples have been made available to the date of this report no investigation could be performed. The incident is reported because it is unknown whether medical intervention was necessary to avoid permanent damage to a body structure. The incident might not constitute a reportable event. As the initial reporter has specified that: "I certify that all information that are known/available has been disclosed." We therefore will close out the investigation and the report. No conclusion can be drawn what might have caused the claimed incident.